Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the screw that tightens up the crossbrace tube would not tighten up any more, so when you press the foot lever, only one side would lock.